Manufacturer narrative:
Concomitant medical products: 0158 lead, implanted: (B)(6) 2005; ipg c4tr01, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during valve replacement and is now sensing the right ventricular (rv) lead. The lead remains in use and no further action will be taken as patient is in atrial fibrillation (af). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.